Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The expiratory channel printed circuit board was found to be defective and needs to be replaced. No further information was provided and no further issues have been reported after the event. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).